Event description:
It was reported that the patient spit up blood one time following the device being programmed on. The patient disabled the device with the magnet and went to the hospital for evaluation. It was reported that the patient was discharged home quickly and that there have been no further episodes of blood, but that the patient attributes it to vns. The nurse believes it is highly unlikely that the blood is related to vns. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient underwent full system explant because he did not want to have vns anymore. It was reported that the patient found the stimulation uncomfortable. They explanted devices have not been returned to date.

Event description:
Product information was received. The neurosurgeon attributed the event to a panic attack. The patient¿s device was disabled per the patient¿s request. The patient¿s device was disabled on (B)(6) 2014.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.